Event description:
The device was used during a lower anterior resection procedure. Reportedly, the instrument was difficult to open. The surgeon resected the tissue at the applicaiton site and applied another device to complete the procedure. The hospital has reported the pt's condition is satisfactory.